Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: bumex noticed to be infusing at a faster rate than programmed, leading to delivery of additional mls of therapy. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was not received for evaluation and log review could not be completed with the pump and infusion data supplied by the customer. Without the actual device or logs a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow up report will be filed.